Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered during stat drain at the end of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid was found on the heater tray. An air detected in cassette warning occurred prior to the leak. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the last bag did not go in which resulted in requiring a stat drain at the end of treatment. The patient contact confirmed that the last bag was a baxter bag connected to a fresenius luer lock adapter. Fluid was then found on the heater tray. The patient contact could not locate the source or cause for the fluid leak, but confirmed there was not fluid in or around the cycler, only on the heater tray. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the adapter and solution bag were discarded and not available to be returned to the manufacturers for physical evaluation. Upon further follow up, the patient contact confirmed that a fresenius heater bag was on the heater tray prior to discovering the fluid leak not the baxter last bag.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered during stat drain at the end of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid was found on the heater tray. An air detected in cassette warning occurred prior to the leak. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the last bag did not go in which resulted in requiring a stat drain at the end of treatment. The patient contact confirmed that the last bag was a baxter bag connected to a fresenius luer lock adapter. Fluid was then found on the heater tray. The patient contact could not locate the source or cause for the fluid leak, but confirmed there was not fluid in or around the cycler, only on the heater tray. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the adapter and solution bag were discarded and not available to be returned to the manufacturers for physical evaluation. Upon further follow up, the patient contact confirmed that a fresenius heater bag was on the heater tray prior to discovering the fluid leak not the baxter last bag.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.